Event description:
The MFR has been notified of a valve explant. During the operative procedure, the surgeon experienced difficulty removing the valve rotator. After removal of the rotator, the surgeon noticed one leaflet missing from the valve. The leaflet was retrieved from the ventricle and the valve was replaced with another product. At last report, the pt was doing well.